Event description:
It was reported that a physician performed a novosure endometrial ablation on (B)(6) 2014 and received three unsuccessful cavity integrity assessment (cia) tests. The physician performed a laparoscopy and noted a uterine perforation. The pt was admitted into the hosp overnight for observation. It is unk what type of intervention may have been required. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU): warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).